Manufacturer narrative:
The MFR's service rep performed an on site investigation. The hard disk was replaced, and the software was reinstalled. The system was tested and is operating as intended.

Event description:
The customer reported that the 6800 system would display the wrong saved images. No pt injury was reported.